Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple power source alerts and pump battery rapidly depleted from 75% to 15%. There was no impact to the customer's blood glucose (bg) level. Customer indicated pump would continue to be used for diabetes management.